Event description:
It was reported that printouts showed no left ventricular capture at 7.0 v, 0.4 ms and at 6.5 v, 1.0 ms. The device was programmed to 0 v to conserve the pulse generator battery. The patient was not pacemaker dependent.